Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist dialed into the station checked server, data sync, med application log and did not find any error. The station sync up status was up to date, netbios setting were set as half duplex and no issue with system performance as well. The tsc checked with the parx team, no issue was found and every this was running good. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that the medstation not communicating/syncing with parx. The parx shows that almost all medications need to be pulled but are loaded and everything is filled. The issue is causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.